Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an overdose following a new pump and catheter implant. The device system was used to deliver lioresal (2000 mcg/ml) at 12 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.